Event description:
About one hr into a heart surgery, the surgeon was dissecting in order to put the pt on bypass. The pt was noted to have low o2 saturation levels and bradycardia. It became necessary to quickly put the pt on bypass. The cannulas were placed and bypass started. Immediately, flow problems were identified. The venous cannula was changed with no improvement. The surgeon recannulated arterially and found the lines reversed at the cannulas. This was then corrected and the surgery proceeded. For pediatrics, the same sizes of tubing are often used for venous and arterial connections. The tubing, with any end cap or marking, is cut to make the connection to the proper size cannula, and the marking is lost. This may have contributed to this event. Discussions have brought forward a suggestion to have arrows marked on the full length of the tubing sets indicating direction of flow. No single markings will be lost when the tubing is cut to fit.